Event description:
It was reported that the patient in the it matters study was implanted with a tactra penile prosthesis on (B)(6) 2024. Nine days post procedure, the patient with this malleable penile prosthesis presented with scrotal swelling, pain, and purulent drainage. The patient visited an emergency department was provided antibiotics and decided to transfer to the hospital. The patient was hospitalized for scrotal cellulitis. The patient was treated with antibiotics and scrotal elevation. The physician did not require surgical intervention to be performed and recommended continued antibiotics. The patient left the hospital a couple days later due to lack of pain control and declined the oral antibiotics. There were no additional patient complications reported.

Event description:
It was reported that the patient in the it matters study was implanted with a tactra penile prosthesis on (B)(6) 2024. Six days post procedure, the patient with this malleable penile prosthesis presented with scrotal swelling and pain. An ultrasound was performed and showed nonspecific scrotal wall thickening. The patient was discharged with scrotal support, ice, and medication. Three days later, the patient returned with worsening scrotal swelling, pain, and redness at the abdominal incision. Another ultrasound was performed and showed diffuse scrotal wall edema. The patient transported themself to the hospital. The patient was hospitalized for scrotal cellulitis. The patient was treated with antibiotics and scrotal elevation. The physician did not require surgical intervention to be performed and recommended continued antibiotics. The patient left the hospital a couple days later due to lack of pain control and declined the oral antibiotics. Two weeks after leaving the hospital the patient experienced abdominal wall cellulitis; however, the physician does not suspect this is related to the device. There were no additional patient complications reported.

Manufacturer narrative:
Updated b5 and h6 patient coding.